Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. In addition, the patient had also a pulmonary embolism and was put on tissue plasminogen activator and heparin. This rv lead was explanted. No additional adverse patient effects were reported.